Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was septic with endocarditis, among many other issues, and had to have their existing right ventricular (rv) lead extracted in a very high risk procedure. What complicated matters was her underlying complete av block and pacemaker dependency. A new (but temporary) rv lead was placed via the right jugular vein and her existing implantable pulse generator (ipg) was re-used externally until the patient¿s underlying infection cleared. Fifteen days later the infection cleared and the ipg was no longer needed and the temporary rv lead was removed. A new implantable pulse generator (ipg) system was then implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.